Manufacturer narrative:
(B)(4). The date of the peritonitis event was originally reported as (B)(6) 2014. Upon further investigation it was reported the patient experienced the peritonitis event on (B)(6) 2014. The patient was hospitalized the same day. The patient had to continue taking antibiotics for 21 days. It was reported the patient was recovered from this peritonitis event. The cause was not identified. Should additional relevant information become available a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. The peritonitis was manifested as cloudy effluent. The cause of the peritonitis was unknown. On an unreported date, the patient was treated with injection vancotroy (2 gram, frequency not reported, stat dose) and gentamycin (20 mg once daily for 21 days) intraperitoneally for peritonitis. Action taken with pd therapy was not reported. At the time of this report, the patient was recovering from the peritonitis. Additional information was requested, but is not available at this time.